Event description:
The customer reports that this unit was unplugged from a red wall outlet to switch to a regular outlet and shut itself off without running on internal battery. She states there was no alarm. This was reported to be on a patient. No patient harm.

Manufacturer narrative:
Failure investigator could not duplicate the allegation that the unit did not alarm. The alarm functioned as designed.